Manufacturer narrative:
(B)(4). Supplemental emdr. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record could not be performed as the reported lot was unknown. If a sample does become available at a later date a supplemental emdr will be submitted with the investigation results. H3 other text: sample was not available for evaluation.

Event description:
Grasper stopped working correctly during a case and it was later observed that the screw broke off of the device. It was removed and a new device was used to complete the procedure. X-ray showed that a piece of the screw was still inside the patient's abdomen and would need to be surgically removed after the patient recovered.

Manufacturer narrative:
(B)(6). Initial emdr. A device is anticipated for investigation. Once the investigation has been completed a supplemental emdr will be submitted for the investigation results. If any additional information is received a supplemental will be submitted with those details.

Event description:
Grasper stopped working correctly during a case and it was later observed that the screw broke off of the device. It was removed and a new device was used to complete the procedure. X-ray showed that a piece of the screw was still inside the patient's abdomen and would need to be surgically removed after the patient recovered.